Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Data was not provided for review. The reported events cannot be confirmed. A root cause cannot be determined. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver did not have an audio alert when they went low which lead to them missing a rapidly declining hypoglycemic event and patient fainted. By the time the patient became conscious she pressed her life line button. Paramedics arrived to her house, they checked her finger stick (fs) and it was reading 56 mg/dl. Paramedics gave patient unknown glucose gel and made her peanut butter and jelly sandwich. Patient blood glucose level went back to normal and was at 75 mg/dl. Patient was not taken to the hospital and her son arrived and stayed with the patient. The patient also reported bump and bruises due to passing out. At the time of contact, the patient was reported to be in good condition. No additional event or patient information is available.